Event description:
It was reported that there was a shocking or jolting sensation. The patient was doing an advanced evaluation with a screener box. The trial started yesterday and the patient started to experience shocking. The manufacturer representative met with the patient today and swapped out the screener and twist lock, and the patient had the same experience. It was discussed that the lead and percutaneous extension might have fluid in the connector. The patient was getting therapy benefit until the shocking. The patient adjusted the electrode configuration on the screener and found a setting that was working well without shocking.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_ext, serial# unknown, implanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
Additional information received reported that the issue was found at stage 2 implant on (B)(6) 2015. The connection between the lead and extension was not secure and the setscrew was hitting one of the electrodes providing the shocking or jolting sensation. This was corrected at implant and the patient was receiving effective response after implant.

Manufacturer narrative:
Concomitant medical products: product ID 3625, product type: screening device. Product ID neu_unknown_lead, implanted: (B)(6) 2015, product type: lead. Product ID neu_unknown_lead, implanted: (B)(6) 2015, product type: lead. Product ID 3625, product type: screening device. (B)(4).